Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not getting on. Upon troubleshooting, rse found that the customer was ordered the wrong flex pc. To resolve this issue, rse advised to order the correct flex pc. No subsequent calls have been logged in philips for this device/issue, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system is not booting up after replacing the flex pc. The device was not in clinical use. Philips has started an investigation of the complaint.